Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed noise resulting in oversensing and two inappropriate shocks. A chest x-ray revealed lead damage. A fracture was suspected. No further patient symptoms were reported. A revision procedure was performed. This lead was removed, replaced and returned for analysis.

Manufacturer narrative:
When the lead has been returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt, the returned portion of this lead was thoroughly inspected and analyzed. Only the distal 477 mm segment of this lead was returned. Resistance testing was performed on this lead portion determined it was electrically continuous. The medical adhesive had separated from the proximal end of the proximal spring electrode and the distal end of the proximal electrode was pushed distally and located over the lead body insulation. Visual inspection revealed insulation damage at 462-477 mm from the lead tip. In addition, the insulation was abraded through to the distal high voltage lumen approximately 474-477 mm from the lead tip. Due to the location and type of damage, analysis concluded the damage was due to clavicle/first-rib entrapment.